Event description:
The resonance stent was implanted for the maximum indwell time of 12 months. When the stent was removed, it was found to have only slight encrustation at the curl in the bladder, but the ureteral tissue had grown into the coils of the stent. The physician had to cut some tissue to remove the stent. It was confirmed that all is well with the patient and the patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
We are unable to determine if there were any devices from the affected lot number in stock at the time of the complaint investigation as the device lot number is unk. The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. Resonance devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. It was confirmed that the patient was suffering with extrinsic obstruction. Stent removal/replacement is standard practice as per IFU. It was also confirmed that all is currently well with the patient. The instructions for use instructs users as follows: "individual variations of interaction between stents and the urinary system are unpredictable". Prior to distribution, all (B)(4) devices are subjected to visual inspection to ensure device integrity. The manufacturing records for the device involved in this complaint could not be reviewed as the lot number was not provided. A 2 year review of the complaints history for the resonance devices revealed no other complaints for this complaint issue. Therefore, this is considered an isolated incident and is unlikely to recur. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time, however, customer quality assurance will continue to monitor for complaint trends. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting.